Event description:
The service report shows the audible alarm functioned intermittently. The nellcor puritan-bennett customer support engineer (npb cse) verified the intermittent failure. The npb cse inspected the device and replaced the power switch. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.

Manufacturer narrative:
The part replaced corresponds to recommended svc practices for this type of event. The unit was past due for its scheduled maintenance by 3000 hrs at the time the suspect power switch would have been replaced. The root cause of the issue is believed to be caused by a lack of maintaining the device. This is believed to be an isolated event. No further action for the issue is planned.